Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the right atrial (ra) lead was twisted which led to high capture threshold and high pacing impedance. The ra lead was not used and replaced during the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of insulation twisted, inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies in the insulation. X-ray examination and electrical testing of the lead did not indicate conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.